Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The patient presented in (B)(6) 2010 with dyspnea and chest pain with exertional activities. Lesion 1 was located in the proximal right coronary artery (rca) extending to the mid rca. The lesion was 70% stenosed, 3.56mm in diameter and 3.5mm long. The lesion was treated with direct stent placement using a 3.5x38mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. Twenty-six days later, a staged procedure was performed. The patient returned for stent placement to the mid left anterior descending (lad). Lesion 2 was 75% stenosed, 2.71mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 3.0x28mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with symptoms of worsening coronary artery disease and was subsequently hospitalized with diagnosis of class iii angina. The 80% diffuse in-stent restenosis of the previously placed study stent in the mid lad was treated with placement of a 3.5x18mm non-bsc stent. Residual stenosis was 9%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).